Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that at the conclusion of an unknown procedure they noticed a piece of the black trocar diaphragm in the pelvic floor. It was retrieved and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. D4: batch # v94587. Investigation summary the analysis results found that the b11lt device was returned with the seal damaged and torn. The torn pieces of the seal were returned inside a bag. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed. In addition, the separated piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.